Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed contamination on the device, but the type of contamination or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a cracked switchbox with signs of contamination, as well as contamination on the keytop. There was no patient involvement.